Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
A user handling issue/error with a 13.2mm vicm5_13.2 -12.00 diopter implantable collamer lens was reported. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.